Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in the posterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, wear abrasion on the device. Observed, creases on the device. Brown biological tissue observed, in the gel. Brown particles observed, in the surface of the shell. Observed, 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported, left side "rupture. And capsular contracture, baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on april 11, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported left side "rupture and capsular contracture, baker grade iii." Device has been explanted and replaced.